Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#(B)(4).

Manufacturer narrative:
It was reported that the ventilator frequently fail with technical error code te25 it was also reported that the ventilator failed the flow transducer test during pre-use check (puc). Our field service engineer investigated the ventilator on site and replaced expiratory channel printed circuit board (pcb) to solve the issue. The pcb was returned for further investigation. The expiratory channel pcb was placed in a ventilator for simulated use, the ventilator pass puc without issue. Simulated ventilation started and after approximately 22 hours the reported alarm appeared. (Monitoring technical error: 25 ID:32, err:8) at end of ventilation a new puc was perfomed and failed the pressure transducer test, the safety valve test, the expiration valve test and the internal leakage test. The error is related to a communication error with the expiratory channel pcb and this error do not affect ventilation. The reported technical error could be reproduced and the expiratory channel pcb identified as the faulty part, however the root cause could not be determined.